Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the print "product of (B)(4)" on the bag. This was identified prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
The device was manufactured between may 25, 2018 - may 26, 2018. The device was received for evaluation. Unaided visual inspection and functional evaluations were performed which revealed a leak coming from the base of the spike port tubing only. No leak was observed at the print "product of mexico" on the bag. The condition of leak was verified. The cause of the leak from the base of the spike port tubing was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental repot will be submitted.